Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The pod was received with the cannula fully deployed and the pink slide visible. The pod ran for 2810 pulses. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level read high (>500 mg/dl). It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient applied a new pod and administered a manual injection of insulin. The patient's blood glucose history are as follows: (B)(6).